Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to the pt not being pleased with the lens. In a follow up phone call, the surgeon's office reported the lens was exchanged due to the pt being intolerant of the glare of halos. Add'l info has been requested.

Manufacturer narrative:
Eval summary: lens was returned. Solution and blood are observed on the lens. The lens is torn into pieces and anterior optic rings have a scratch. Product history record reviews could not be conducted due not enough info was provided by the account traceable to the mfg documentation. The returned lens is too damaged to conduct a lens bench test. The root cause of the complaint cannot be determined from the product investigation. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Due to the presence of the surgical solution, the damage is most likely customer related. . Add'l info was requested on 03/29/2012 and 04/12/2012 by phone, fax, and mail. Add'l info was received in a follow up phone call on 04/05/2012. A completed questionnaire has not been received. (B)(4).